Manufacturer narrative:
(B)(4): physio-control provided customer with the part number and ordering info for a replacement biphasic pcb assembly. The biomed later indicated that the customer decided to purchase a replacement device and has taken the failed device out of service due to costs associated with the repair. The device will not be returned to physio-control for eval; therefore, further investigation cannot be performed.

Event description:
It was reported by the customer's biomed that the device had a service code logged in memory indicating a potentially critical failure. It was also indicated that the defibrillation output of the unit was intermittent. There was no pt use associated with the reported failure.